Manufacturer narrative:
There has been a previous report received where this malfunction with a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned 1 pusurg3 with tip broken at tip bend. Visually checked instrument using microscope. No manufacturing defects were noted on instrument. Complaint indicates first time use and indicates power setting #4 was being used at time of breakage. Recommended setting for the pusurg3 is 1-7. However, it is also recommended to begin at the lowest setting and increase speed as needed. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. Based upon the information received and condition of the instrument returned, determination if fault was with the customer cannot be determined. This submission is being made after a two year retrospective review was conducted as part of a response to a FDA 483.

Event description:
It was reported that a proultra surgical tip broke during use; no injury resulted.